Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient was having to charge their implant more frequently. They stated they have to charge every 4 days or twice a week. The patient also stated they have been getting severe headaches when the battery goes below half. The patient was redirected to their healthcare professional (hcp) to discuss their issues. No further complications were reported/expected.